Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed identified the following: there is a right hip arthroplasty dislocation. Chronic appearing ossific irregularity and fragmentation of the greater trochanter is noted. Bone quality is markedly osteopenic. A definitive root cause cannot be determined for the dislocation. No problem was found in relation to the "chronic appearing ossific irregularity and fragmentation of the greater trochanter is noted." After review by a hcp, it was determined to be not device related. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient is being considered for a revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown anatomic stem. Unknown converge cup. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.